Manufacturer narrative:
(B)(4). One 7 fr x 60 m catheter was returned for evaluation. A visual exam was performed and it was observed that the distal luer hub was separated from the extension line. Microscopic inspection found that the separated end of the extension line was uneven and a section of the extension line was observed inside the luer hub. It appears that the extension line was torn at the base of the hub. A device history record review was performed on the catheter/distal extension line and did not reveal any manufacturing related issues. The report that the luer hub separated from the catheter was confirmed by visual examination of the returned sample. Microscopic examination determined that the end of the catheter extension line had a jagged appearance and a piece of the extension line remained inside the separated luer hub. It appears that the luer hub separation was the result of excessive force placed on the extension line causing it to tear. Since it was reported that the disconnection occurred while the patient was being repositioned, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that during flushing test on the catheter before insertion, there was no problem. However, during patient use, when the nurse repositioned the patient it was found that the injection hub for the distal extension line was detached. The catheter was replaced with a new one. No patient injury reported.

Manufacturer narrative:
(B)(4). This product is not sold in the us. However, similar product is sold in the us.

Event description:
The customer reports that during flushing test on the catheter before insertion, there was no problem. However, during patient use, when the nurse repositioned the patient it was found that the injection hub for the distal extension line was detached. The catheter was replaced with a new one. No patient injury reported.